Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 29 ¿ charge profile fault) has been confirmed. Upon investigation the monitor produced a charge profile fault. The cause of the fault was improper seating of the interconnect pca board. In addition the interconnect had residue on it and required cleaning. The root cause of the improper seating and residue on the interconnect cannot be positively identified. No adverse event resulted from the residue and improper seating of the interconnect. The patient received a replacement monitor.

Event description:
Review of the download data for a (B)(6) female patient revealed a charge profile fault. Zoll customer support contacted the patient and issued her a replacement monitor.